Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The target lesion was located in the tortuous and severely calcified left anterior descending coronary artery. The 3.00x32mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with another of the same device without pt complications. The pt's condition post procedure was reported to be stable. However, product analysis revealed stent damage and that the stent moved on the balloon.

Manufacturer narrative:
A visual and microscopic review identified that the stent had moved distally on the balloon and stent damage. The proximal edge of the stent moved approximately 2mm from the distal end of the proximal markerband. The distal stent strut rows 1 to 3 were slightly flared. The proximal stent strut rows 1 and 2 and rows 7 to 10 were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).